Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was tested for flow accuracy and was found to deliver within the expected range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported issue of the device "taking an extra 30 minutes to administer the residual volume", which was not reproduced. A review of the event history log revealed the pump had ran beyond the initial program. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused. This occurred during administration of an investigational drug with regular non-dehp tubing. The infusion was set to run at 125ml/hr with a volume to be infused of 250ml. The device alarmed infusion complete yet had residual volume remaining that took an extra 30 minutes to administer. There was no known patient injury or medical intervention associated with this event. No additional information is available.